Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing problems with two illuminator sources and a shadow in the central illumination. The system was switched out to proceed with surgery. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced, cleaned the illuminator was cleaned, and a preventative maintenance was performed to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 4, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated system for functional testing. The lumen output from the lamp was found to meet specification. Additionally, the illumination image was found to be normal, with no shadows, when compared to a known-good illumination image. The lamp met specification and no problem with the illumination image. The root cause of the reported event cannot be determined conclusively. (B)(4).